Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. During the procedure, the needle broke in half while suturing. The needle fragment was retrieved. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. No further information is available.